Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "defib fault 76", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll certified service provider. The customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.